Event description:
It was reported that during a postoperative visit, a rib plate implanted approximately five (5) months ago was found to be fractured after the patient experienced discomfort during daily activities. No contributing conditions were noted. The surgeon confirmed the fracture but did not plan a revision surgery at this time. The patient's condition will continue to be monitored, and a revision surgery may be considered if discomfort persists. Attempts have been made, and no further information has been provided.

Manufacturer narrative:
(B)(4). D4: it was reported that the exact lot number of the device involved in the event is unknown. However, there are two (2) potential lot numbers of the device involved; j7731773 or j7536874. G2: foreign - the event occurred in japan. The customer has indicated that the product will not be returned to zimmer biomet for investigation as it remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4; b5; d2; g1; g3; g6; h1; h2; h3; h6. D4: it was reported that the exact lot number of the device involved in the event is unknown. However, two (2) potential lot numbers of the device are involved. These are listed below with their associated dates of manufacture and udis. Potential lot (1): j7731773, manufacturing date: mar 22, 2024. UDI: (B)(4)/ potential lot (2): j7536874, manufacturing date: jun 12, 2023. UDI: (B)(4). The reported event is unconfirmed. No product was returned, nor were pictures provided; visual and dimensional evaluations could not be performed. A review of the device history record(s) identified no deviations or anomalies during manufacturing. Medical records were not provided. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information is available at the time of this report.